Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right ventricular channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed in order to evaluate the system. Additionally, the patient experienced an anxiety episode during a heart connect session. A system revision was recommended. No further adverse patient effects were reported.